Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a broken sensor. Customer reported that the sensor broke during training. Customer's blood glucose levels at the time of the incident 112 mg/dl. Product is not expected to return.